Event description:
Ethicon 45mm laparoscopic stapler misfired during procedure. Blade did not fire through completely. Device was removed from field and replaced with new one. No injury to patient occurred. Primary device identifier number: (B)(4). FDA safety report ID # (B)(4).

Event description:
Ethicon 45mm laparoscopic stapler misfired during procedure. Blade did not fire through completely. Device was removed from field and replaced with new one. No injury to patient occurred. Primary device identifier number: (B)(4). FDA safety report ID # (B)(4).